Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, thirst, nausea, vomiting, ketones, and abdominal pain. The customer's mother stated that the customer had been treated prior to being taken to the emergency room. The customer's mother further stated that the infusion set was changed the day before the event and the customer had elevated blood glucose levels all night. The customer's mother then stated that the customer was tube fed and is normally treated with a sliding scale based on blood glucose levels. Basal rates are correct but 4 no delivery alarms were found in the alarm history. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.